Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient presented to the emergency room three days post implant with intermittent diaphragmatic stimulation. Interrogation found that the left ventricular lead had diminished r waves and increased thresholds. The lead appeared to be perforated on fluoroscopy. The lead was revised and remains in use. No further patient complications have been reported as a result of this event.